Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: colon resection. According to the reporter: the stapler was placed over the tissue and fired; however, the staples did not form sufficiently. There was fluid leakage and sutures were applied. The case was extended by more than 30 minutes.